Manufacturer narrative:
Received 1 used touchless catheter with the original unit packaging. Visual inspection noted no obvious defects. The amount of lubricant on the catheter tip appeared to be within specifications. A functional evaluation was performed and it was found that the catheter did not drain. The catheter was cleaned and lubricant was removed from the inside of the catheter. The lubricant was not dry or hardened and could be dissolved by adding water to it. Once the lubrication was removed from within the catheter another functional test was performed and the catheter drained without any further issues. A dimensional evaluation found that the catheter was within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "sterilized using ethylene oxide. Do not resterilize. Do not use if package is damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was blocked. The complainant alleged that upon insertion, no urine returned.